Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. After insertion into the pt's eye, noticed a scratch was on lens. The incision was enlarged to remove the lens from the eye and a suture was used to close the wound. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4).